Event description:
It was reported that the insulation on the right atrial (ra) lead was damaged. The ra lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a partial lead was returned for evaluation in four pieces. One lead-to-can external insulation abrasion breaching outer insulation was noted on the insulation piece (c). Electrical tests did not reveal discontinuities on any conduction paths. Other damages on these pieces were consistent with procedural damages.

Event description:
Additional information was received indicating that there were episodes of oversensing on the right atrial lead prior to explant.